Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that it failed to complete the boot-up process. The device produced a constant alarm, its lcd touchscreen display remained blank and the power and charge indicators were constantly blinking. In this state, the device would be inoperative. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device failing to boot-up (inoperative) was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was a diode, designator d200x, on the control board.